Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a further crack was noted on the driveline extension cable during clinic visit. Driveline sheath repair was scheduled for (B)(6) 2017.  There were no reported consequences or impact to the patient. On 4/17/2017 information was received indicating that the repair has been postponed to (B)(6) 2017 and photos/service report form will follow.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable by clinical specialist revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the reported damage was caused by general wear as the patient has been on hvad support for 6 years. Previous repair lifting and a new crack were identified. A driveline sheath repair was performed in the outpatient setting per procedure on (B)(6) 2017. The procedure was discussed with the patient. There was no report of a pump stop during the repair. Controller log files, service report form, and photos were sent. The event was not associated with any controller alarms or pump stops. The servicing resolved the reported issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.